Event description:
In 2008, the patient reported that each time she changes her insulin cartridge, the plunger becomes stuck to the piston rod. She stated that she removes the plunger with tweezers. She was educated on the proper technique for removing the insulin cartridge from the infusion device. She stated that 3 weeks ago approximately 10 units of insulin spilled into the cartridge compartment. She was advised to dry the cartridge compartment with a cotton swab if insulin is spilled. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional of second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.